Event description:
Additional information- approximately 5 years and 8 months after the initial procedure the patient had the right knee revised on (B)(6) 2022 for instability of prosthetic knee, right revision total knee arthroplasty. There were no complications per the revision operative report and no unusual or notable issues in the report. The patient had a bulky compressive dressing applied and was then transferred to the recovery room in stable condition. The patient was admitted to the hospital on (B)(6) 2022 and then discharged on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Additional information- b5, d7a, d8, h2, h7, & h9. H6-investigation -the logic device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. Correction - f10- should be blank.

Event description:
Legal case - (B)(6). Per a report from the legal department, this patient had a rt-knee replacement done on (B)(6) 2016. The patient had the rt-knee revised on (B)(6) 2022 which showed instability of the prosthetic knee joint. Serial #: (B)(4), category #: 02-012-44-2011 - logic tibia implant psc insert, sz 2, 11mm, serial number (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh. PMA-510k: k110547. No ebi results.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.